Manufacturer narrative:
(B)(4). Investigation - evaluation : a review of the complaint history, device history record and specifications was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
A PICC line was placed in the arm of the male patient on (B)(6) 2016. Due to agitation, the patient picked at his am and the PICC line; which resulted in the line completely separating from the hub. The line was replaced. It is believed the patient is the source of the malfunction but the line should not have disconnected. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
A PICC line was placed in the arm of the male patient on (B)(6) 2016. Due to agitation, the patient picked at his am and the PICC line; which resulted in the line completely separating from the hub. The line was replaced. It is believed the patient is the source of the malfunction but the line should not have disconnected. The patient did not experience any adverse effects due to this occurrence.